Manufacturer narrative:
(B)(4). Only event year known: 2018. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
During the procedure, the clip is not closed properly. Patient consequence:no.